Event description:
During an in clinic follow up, following initial implant, upon interrogation it was noted the device was in back up mode. Technical support was contacted and recommended reprogramming to resolve the event. The device was reprogrammed. The patient was stable.